Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. According to technical support, it is most likely that the epc (embedded power pc) is causing the failure. Unit cannot be recovered by software. As a resolution it was recommended to the customer to ordera new mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 give detect user interface issue error message and failed to start. At this time, there was no information of patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer were advice to force download the log files and provided an email with the instruction and link for troubleshooting but it did not work. It was suggested to order a new mainboard because the unit cannot be recovered by software. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.